Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) was attempted to be inserted into the sheath, but resistance was felt so the mynxgrip was removed. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock close, and the sealant and advancer tube were observed to have been remain in the manufactured position as received. The syringe and procedure sheath involved in the reported complaint were not returned with the device. No damages were observed on the distal tip of the returned device atraumatic wire. Without the return of the procedure sheath, a physical evaluation to determine whether there was damage to the procedure sheath that could have contributed to the reported complaint could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. The results showed that the device was able to be inserted through the lab introducer sheath without issue during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1706701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since no issues were noted during functional analysis and the sheath was not returned. The root cause of the issue reported by the customer could not be conclusively determined during analysis. Based on the limited information provided and the product analysis, access site vessel characteristics (although not provided) and/or the condition of the sheath (although not returned) most likely contributed to the issue experienced since the device passed functional analysis with no issues noted and no damages were noted to the device. A tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) was attempted to be inserted into the sheath, but resistance was felt so the mynxgrip was removed. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot f1706701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the device and sheath were not returned for analysis. The exact cause of the inability to advance in the sheath could not be determined. Based on the limited information available for review, access site vessel characteristics (although not reported) and/or the condition of the procedural sheath may have contributed to the resistance felt during device insertion. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to flush the procedural sheath with sterile heparinized saline. After deflating the balloon during prep of the device, insert mynxgrip into the procedural sheath up to the white shaft marker. Neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was attempted to be inserted into the sheath, but resistance was felt so the mynxgrip was removed. There was no reported patient injury.